Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The broken suction canister was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 phone call, and (B)(6) 2016 phone call. (B)(4).

Event description:
The hospital reported the unit was not able to perform fluid suctioning while in use. Alternate suction source was used for the case. There was no report of patient injury.